Event description:
It was reported that hypotension occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After the closure device was implanted, transesophageal echocardiography (tee) was performed to ensure no late onset effusion occurred, and it was noted the patient developed hypotension post procedure. The patient was prescribed blood pressure stabilizing medications and was admitted into the intensive care unit (ICU). The patient was later discharged home.